Manufacturer narrative:
The reported device is being returned to conmed for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. We will continue to monitor for trends through the complaint system to assure patient safety. H3 other text : device not yet received.

Event description:
The customer reported that the plp2020, plumepen elite surgical smoke evac pencil, 10ft tubing,qty20 was being used on (B)(6) 2023 and the ¿coag switch is stuck in the closed position therefore when the pen was/is plugged into the cautery, it is already to energize for coag. Very dangerous. It starts without switching on. The customer stated that this happened with two separate plumepens on (B)(6) 2023 during surgery. However it has been going on with other plumepens for several weeks.¿. The procedure was completed with an alternate plumepen and there was a 20-30 minute delay. There was no impact/injury, medical intervention or prolonged hospitalization to the patient. After further assessment it was found that 2 plumepens were used in 1 surgery on (B)(6) 2023. This report is being raised due to the reported malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
Received two (B)(6) in unoriginal packaging. Lot number was not verified. Performed a visual inspection, one device does not have any signs of abnormalities or defects. The second device, the coag button is concaved internally causing the button to make continuous contact with the circuit board. Performed a functional inspection using the esu system 7550 (c8406), the first device functioned as intended and the second device continuously activated without pressing the buttons. A root cause cannot be determined, however, based upon evaluation of the device; a possible cause of this event could be that the internal wires make contact leading to auto-activation. A two-year lot history review cannot be conducted as a lot number was not provided. A device history record (DHR) review cannot be conducted as a lot number was not provided. A two-year review of complaint history revealed there has been a total of 29 reports, regarding 37 devices, for this device family and failure mode. During this same time frame (B)(4) devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be (B)(4). Per the instructions for use, the user is advised the following: inspect instruments and cables for damage prior to each use, especially the insulation of laparoscopic/endoscopic instruments. This may be done visually under magnification or with a high voltage insulation testing device. Insulation failures may result in burns or other injuries to the patient or operator. We will continue to monitor for trends through the complaint system to assure patient safety.

Event description:
The customer reported that the (B)(6), plumepen elite surgical smoke evac pencil, 10ft tubing,qty20 was being used on (B)(6) 2023 and the ¿coag switch is stuck in the closed position therefore when the pen was/is plugged into the cautery, it is already to energize for coag. Very dangerous. It starts without switching on. The customer stated that this happened with two separate plumepens on (B)(6) 2023 during surgery. However it has been going on with other plumepens for several weeks.¿. The procedure was completed with an alternate plumepen and there was a 20-30 minute delay. There was no impact/injury, medical intervention or prolonged hospitalization to the patient. After further assessment it was found that 2 plumepens were used in 1 surgery on 12/4/23. This report is being raised due to the reported malfunction with potential for injury upon reoccurrence.